Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reported yesterday they started having little shocks on their back. Patient fell over on their bicycle. Troubleshooting was unable to be performed as patient needed to charge their handset. Patient will call back for assistance turning therapy off after charging their handset. The patient called back for assistance turning stim off. Reviewed how to turn stim off. Patient was able to turn stim off. Patient will monitor shocks and follow up w/ hcp as needed. No further complications were reported at this time.